Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to deep vein thrombosis. Patient is alleging vena cava perforation. Patient further alleges anxiety, filter touching duodenum, groin spasms, legs giving out, chest pains physical limitations. Per the (B)(6) 2017, report from computerized tomography (CT): "caval perforation: yes. Grade 3 perforation of the 9 and 12 o'clock strut stoop barely touch transverse duodenum. Grade 1 perforation of 8 o'clock strut 0.50 cm. Grade 1 perforations of the 3 o'clock strut. Tilt: no. Apex of filter does not touch wall of ivc. Migration: no. No definite ivc stenosis visualized. No severe ibc thrombosis".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, h4, h6. Additional information: investigation the following allegations have been investigated: vena cava (vc) perforation, anxiety, spasms, legs giving out, chest pains physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, spasms, legs giving out, chest pains, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of ten devices were manufactured in the reported lot. To date, one other complaint has been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter: non-healthcare professional. Investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.